Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of patient peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake and touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2012, the patient had not recovered from the peritonitis and was readmitted to the hospital for the same episode of peritonitis. The nurse reported that the cause may have been a break in aseptic technique, but could not provide any further clarification. The nurse did not medically confirm the consumer's previous report of made mistake/touch contamination. The patient was not retrained on aseptic technique. The patient remained hospitalized. The patient was recovering from the event of peritonitis. The nurse reported that the event was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of patient made a mistake/touch contamination previously reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: 11g15h25, and 11e17h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.